Event description:
During os corneal transplant procedure with iol exchange and anterior vitrectomy. Bubbles were blown into eye. Iris was torn due to force of bubbles. Switched from atop probe to atitop probe and changed cassette. Does not believe that there was any problem with the system. Pt is doing well but pupil will be dilated.